Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
It was reported that the patient had a foreign body granuloma due to their right ventricular (rv) lead. The rv lead was explanted and replaced. The patient's condition was unknown.